Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms. No adverse patient effects were reported. This lead remains in service.